Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the number of procedures/patients affected by this issue? If this event occurred in multiple procedures, please provide the following information for each patient/event: what is the procedure name? What is the procedure date? How many devices demonstrated the alleged deficiency on each involved patient event? When did the needle break: inside packaging, during removal from the package, during handling prior to use on the patient, or during use on the patient? Did the needle piece fall into the patient? If so, was the needle piece retrieved during the same procedure? What efforts were made to retrieve it? Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections.

Event description:
It was reported that a patient underwent unknown procedure on an unknown date and suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported. Additional information was requested.